Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high and low blood glucose levels. Customer's blood glucose at the time of the incident ranged from 30 to 600 mg/dl. Customer called to report that they were hospitalized due to colostomy/lower gi procedure. Customer treated blood glucose with manual insulin injections. Customer's current blood glucose was 356 mg/dl. Customer reported that the insulin pump ran out of insulin while they were in the hospital. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.